Manufacturer narrative:
Paradoxical hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid and lower abdomen areas on (B)(6) 2021 and to the lower abdomen on (B)(6) 2021 using the elite cooladvantage coolcurve+ and the cooladvantage+ coolcurve+ system applicators, who may have developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Corrected data: b3, d1.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid and lower abdomen areas on (B)(6) 2021 and to the lower abdomen on (B)(6) 2021 using the elite cooladvantage coolcurve+ and the cooladvantage+ coolcurve+ system applicators, who may have developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Correction: a2, b5, e1, h11. Paradoxical hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting system. On (B)(6) 2021, the cooladvantage, coolcurve plus applicator was used on the middle abdomen and lower abdomen areas, and on (B)(6) 2021, the cooladvantage, coolcurve plus applicator was used on the lower abdomen. The patient was diagnosed with paradoxical hyperplasia (ph) by provider medical on (B)(6) 2024 and abbvie medical safety on (B)(6) 2024.